Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a permanent out of range signal that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. The receiver data log was reviewed on (B)(6) 2015. The customer complaint of permanent out of range could not be confirmed. A root cause could not be determined.